Event description:
Integra received a copy of uf/importer report # (B)(4) from the department of health and human services. The report stated that: "a pt was undergoing a skin graft. The skin graft tool was put together with a second blade on top of it and it was used on a pt. By the time it was realized there were two blades on it, one that was processed with a blade on it and a new blade put on top, the pt underwent a full thickness take off when it was meant to only be a partial thickness. The staff is familiar with the padgett dermatome and they do not recall a blade being on it. She believes that the blade came double packed and an email had been sent to the operating room staff making them aware to check the dermatome blades to see if they are double packed from now on. The mgr reported the issue to the company."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.